Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) showed that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0rwk6, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare provider reported that the patient had a shocking sensation. There were no impedance measurements taken. The patient does experience symptoms when ins(stimulator) was off. Caller reports patient was currently in ER(emergency room) for shocking sensation. The patient was sitting on her chair at home when the shocking sensation occurred. Patient had programmed to 0.0v on program 2, but has lightning bolt. Healthcare provider was assisted in programming all 4 programs to 0.0v and then off. Caller confirmed: program 1: 0.0v off; program 2: 0.0v off; program 3: 0.0v off and program 4: 0.0v off. The patient continues to feel shocking sensation. The healthcare provider did not have clinician programmer access. Symptoms reported was shocking in the vaginal location. This was considered a sudden change in therapy/symptoms. Event date was on (B)(6) 2015. It was reported the next day by a manufacturer representative that he called healthcare provider at the e.r. She had a patient that was complaining of shocking in her vaginal area which was turned off. The patient still was not happy. The representative was unable to see the patient at the healthcare provider facility. Patient told the e.r. She was playing cards and started getting shocked out of no where vaginally. The patient went to the e.r. The patient's implanter told her to call manufacturer. It was again confirmed by the healthcare provider that she had turned the unit off. It was unknown if the issue was resolved at the time of this report. Reportedly, further information will be obtain from the hcp on (B)(4) 2015. The healthcare provider had decided to remove the device in the morning. It was noted that the patient was alive with no injury and it was unknown if surgical intervention occurred at the time. Additional information received by the nurse reports impedance measurements were taken. The patient was now an in-patient. Caller reports patient continues to feel shocking sensation in vaginal area. Pain rated at 10 from 0-10 scale, 10 being the worse. The patient has been receiving IV (intravenous) pain medication overnight to control the shocking sensation. The patient was sitting playing cards and all of a sudden the shocking sensation started. The therapy had been working great for patient prior to shocking sensation. Caller reports when she initial interrogated ins, reports she did not see any messages and no error codes seen. Electrode impedance performed at 1volt/210pulse width: c0: 1063 ohms; c1: 1063 ohms; c2: 1063 ohms; c3: 569 ohms; 01: 1363 ohms; 02: 1997 ohms; 03: 1362 ohms; 12: 1098 ohms; 13: 1098 ohms; and 23: 1098 ohms. The patient was getting great therapy with program 3: 2-0+ 2.2v/210pw/14hz. Nurse had switch between programs 3 and 4 (1-0+ 0.4v/210pw/14hz) and patient continues to feel shocking sensation in the vaginal area. Electrode impedance re-tested at 2v/210pw: c0: 1072 ohms; c1: 1072 ohms; c2: 1072 ohms; c3:708 ohms; 01: 2153 ohms; 02: 2153 ohms; 03: 2153 ohms; 12: 2153 ohms; 13: 1089 ohms; and 23: 2105 ohms. It was suggested caller to delete all programs. She had deleted programs 1, 2, and 3. She had reprogrammed program 4: c+3- 0.0v and off. Patient feels much better. Shocking sensation was now between 1 and 2 (from 0-10 scale. 10 being the worse.) The patient does experience symptoms when ins(stimulator) was off. Caller does have clinician programmer access. There were no recent medical test or emi environmental exposure and no trauma/falls reported that could be related to this issue. Caller reports shocking was extremely better. They think the neurostimulator may not be functioning properly, urologist was planning to remove. Lead and stimulator was returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.